Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on november 14, 2016, omsc confirmed followings. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an uncertain procedure. An uncertain error occurred during use. The procedure was completed using a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on november 14, 2016 confirmed followings. The tissue pad was partially peeled. The coating on the outer surface of the jaw was worn and partially came off. This MDR is regarding the coating damage. Please cross-reference the following report about the tissue pad damage: 8010047-2016-01513.